Event description:
Boston scientific received information that this left ventricular (lv) lead displayed loss of capture (loc) and lead body damage. The lead was suspected to have fractured. The lv lead was surgically abandoned during a revision procedure. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.